Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. (B)(4). .

Event description:
It was reported via a trial that the index procedure was performed on (B)(6) 2009. The target lesion was located in the proximal left anterior descending artery and had a 60% stenosis. The lesion was 14 mm in length with 3.0 mm diameter. After pre-dilatation of the lad lesion a promus 3.0 x 18 was deployed. Post dilatation was done with a residual stenosis of 0%. Post procedure, the cardiac enzymes were noted to be elevated. The site reported peri-procedural myocardial infarction with an onset date of (B)(6) 2009, which resulted in a prolonged hospitalization. Reportedly, there was no treatment and the event resolved without residual effects. The patient was discharged on (B)(6) 2009 with aspirin and clopidogrel prescribed. No additional information was provided.